Manufacturer narrative:
A review of the device history record for strattice lot sp100250 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 23/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿fascial defect¿ surgery and was implanted with strattice device on (B)(6) 2015. The patient underwent an ¿excision of previous strattice mesh, lysis of adhesions, transversus abdominis release with a primary midline closure¿ on (B)(6) 2016. The patient was implanted with an unknown strattice device due to ¿ventral hernia recurrence¿ on the same date. The patient then underwent a ¿lysis of adhesions, colectomy take down, fascia weak in spots¿ on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿small bowel leak, hernia recurrence, adhesions, intra-abdominal sepsis, gallbladder removal, cholecystectomy tube removal.¿ patient ¿still experiences pain and issues from previous mesh failures, open wound.¿ patient has ¿bulge on right side of body where hernia was which still persists today¿ and ¿emotional distress.¿ the form lists the conditions that were treated were ¿fascial defect, hernia, intra-abdominal sepsis, small bowel leak, pain¿ between (B)(6) 2015. The patient also received treatment for ¿recurrent hernia, ventral hernia, left inguinal hernia, adhesions, weak fascia, pain¿ between (B)(6) 2016 and (B)(6) 2018. Patient also had treatment for ¿recurrent ventral incisional hernia, adhesions¿ between (B)(6) 2020. The ppf form also indicates that the patient was implanted with four non-abbvie devices, ¿proceed mesh; 3dmax light; ventralight st; prolene soft mesh¿ on (B)(6) 2017 and (B)(6) 2018 and on (B)(6) 2020. The form indicates that these devices were revised on (B)(6) 2018 due to ¿recurrent hernia, significant adhesions, incision brought through the patch that was placed to cover myopectineal orifices.¿ the devices were subsequently revised on (B)(6) 2020 due to ¿recurrent ventral hernia, extensive adhesions, small intestine lysed off previous mesh. Dissection of mesh.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015 and a 2nd strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is same patient reported under patient identifier (B)(6). This emdr is being submitted for 1st strattice.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015 and a 2nd strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is same patient reported under patient identifier (B)(6). This emdr is being submitted for 1st strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.